Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed inappropriate ams episodes due to far-field r wave oversensing on the atrial channel. The patient was asymptomatic. Device programming was recommended. No further information is available.